Event description:
It was reported that the patient surgery on wed (B)(6) 2013, to correct the therapy from their implantable neurostimulator (ins) on the right side (it was reported that the patient had 2 ins systems implanted). Specifically, the revision was performed because ¿something had gotten loose¿ and that the patient had a lot of pain on their right side. It was also noted that the patient had the ins on the right side turned off for a couple of months. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058,# serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4). Product type programmer, patient. Product ID: 3889-28, lot# v267336, implanted: (B)(6) 2009, product type: lead. Product ID: 3889-28, lot# va09fth, implanted: (B)(6) 2013, product type: lead. (B)(4).